Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it showed a fracture. The fracture caused intermittent capture and a syncopal episode due to lack of pacing with asystole as the patient has a complete heart block. The patient already had another rv lead implanted from other company that had a fractured pace/sense portion, but the high voltage portion was still working. The patient was admitted and transferred to the hospital where tachy therapy was programmed off and the patient was put in MRI safe mode to continuously pace the right atrial and rv/left ventricular leads. A temp pacer was placed and both rv leads were extracted along with an implant of a new rv tachy lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it showed a fracture. The fracture caused intermittent capture and a syncopal episode due to lack of pacing with asystole as the patient has a complete heart block. The patient already had another rv lead implanted from other company that had a fractured pace/sense portion, but the high voltage portion was still working. The patient was admitted and transferred to the hospital where tachy therapy was programmed off and the patient was put in MRI safe mode to continuously pace the right atrial and rv/left ventricular leads. A temp pacer was placed and both rv leads were extracted along with an implant of a new rv tachy lead. No additional adverse patient effects were reported.